Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) was confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, exposing wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted form the strained cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that wires were exposed on her electrode belt. The pt was issued a replacement electrode belt.